Event description:
Reported via patient call center. It was reported by a patient that a stroke occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2022, and a 31mm watchman flx laa closure device was implanted. The patient was discharged. At the routine 45-day follow-up, the patient reported that a thrombus was detected on the closure device via transesophageal echocardiography (tee). The patient remained on oral anticoagulation (oac) medication for one year. On (B)(6) 2025, the patient underwent a percutaneous nephrolithotomy surgery to remove a kidney stone from her right kidney. Upon awakening from the procedure, the doctors informed her that she had experienced a stroke. A computed tomography (CT) scan revealed that a blood clot had traveled to her brain. During her recent hospital stay for the surgery, the patient was administered digoxin and is currently taking plavix. She reported feeling better after a brief stay in rehabilitation. The patient noted that she had not yet informed her watchman implanting surgeon about the stroke. A good faith effort (gfe) was made to the bsc territory manager for the implanting facility. The physician was not aware that this patient had any issues. The patient was on eliquis prior to and after watchman implant. The physician noted that the patient had a medical history of small strokes in the past. The routine 45-day follow up showed some suspicious growth toward the limbus, so the physician kept the patient on eliquis. The physician noted that the patient may not have been compliant with drug regimen. No issues were noted with position at 45 day and nothing looked out of the ordinary.